Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages) has been confirmed. Upon investigation, the electrode belt failed the ECG fall-off test. The cause for the ECG failure and messages was isolated to a pinched pulse wire in the cable connecting the ECG a b cable and the front therapy electrode pads. The pinched wire possibly caused a short inside the distribution node. The root cause for the pinched wire could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that a patient experienced "check therapy pad" messages.